Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: event occurred on an unknown date in 2021. 510k: this report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an open reduction internal fixation (orif) of the right femur procedure, the trocar handle was not retaining the cannulas for the locking/neutral guide. The locking/neutral guides were also not retaining the aiming arm. The procedure was successfully completed using another locking/neutral guide in the set. There was a surgical delay of five (5) minutes. The patient outcome is unknown. Concomitant device reported: unk - plates: va-lcp condylar (part# unknown; lot# unknown; quantity: 1). This complaint involves five(5) devices. This report is for one (1) unk - guides/sleeves/aiming: aiming arm this is report 3 of 5 for (B)(4) .